Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.